Event description:
It was reported that the customer had high blood glucose levels of 460mg/dl. It was also reported that the customer's insulin pump has a crack from the top of the esc key to near base the reservoir. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.